Manufacturer narrative:
The date of event is unknown. The date received by the manufacturer is used. (B)(4). Medical device expiration date: this device does not have an expiration date. Device evaluation: it is unknown if a sample is available for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the needle shield tip broke off and the needle was through the shield and polybag. When the customer picked up the polybag, the needle stuck her finger. She applied neosporin and a band-aid but did not seek medical attention.

Manufacturer narrative:
Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record was completed for batch # 6137799. All challenges and inspections were performed per the applicable operations qc specifications except two notifications for missing inspections. In both cases pre- and post-inspections were performed and acceptable and all product was released to production. This product was packaged 24jun2016 to 28jun2016. Conclusion - bd was not able to duplicate or confirm the customer¿s indicated failure. Without a sample, an absolute root cause for this incident cannot be determined.